Event description:
Pt was injected in the marionette lines. She returned approx 6 weeks later with a cystic breakout in the right marionette line. She did not think it was related at the time, so she was injected with more hydrelle (the same syringe) in left side of marionette line. She was also given clindamycin. Follow-up by phone in may, and she reported that her condition had resolved with the clindamycin.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.